Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the tubing was separated from the y-site. Further visual inspection revealed that there was a lack of solvent on the tube, and that the top of the tube was thinner than the rest of the tube. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clear link continu-flo set disconnected from a saline bag at the y site. This occurred while the nurse was manipulating the saline bag during infusion due to customer discomfort. There was no patient injury or medical intervention associated with this event. No additional information is available.